Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt missed a refill and the low battery alarm date was that of (B)(6) 2011. The drug infused was lioresal. Pt experienced no symptoms. The reason for missing the refill was stated as transportation. The pump was filled later.